Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure. Reportedly, when the physician was at the single-handed position to complete knot advancement using the suture trimmer, the rail suture (blue suture) suddenly tore off. The remained suture was removed outside the body and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. It was indicated that it is possible that the physician applied more tension than required causing the rail suture to tear off. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture breakage was not confirmed due to the suture not being returned and successful testing of the returned gated suture trimmer using a proxy suture. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A conclusive cause for the reported event could not be determined; however it most likely related to the operational context in which the device was used. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.